Manufacturer narrative:
The beckman field applications specialist evaluated the analyzer and found no evidence of a system or reagent malfunction. The customer repeated the sample with and without dilution, both results were comparable. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported obtaining low patient result for rheumatoid factor (rf) on their immage 800 clinical chemistry analyzer. The customer diluted (1:36) the sample and repeated with result was higher. The customer also repeated the sample without dilution on another analyzer and result was also higher. Due to results discrepancy, the customer indicated there was a delay in patient treatment. The customer did not provide further details regarding this patient. The customer reported this adverse event to national medical products administration (nmpa) for the reported delay in patient treatment. There was no report of death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.